Manufacturer narrative:
Under device history review (DHR) (B)(4), this coil should be 3.0 mm x 4.0 cm, the returned coil that was received is 2.0 mm x 6.0 cm which matches the other coil in this complaint which is a cpl100206-30, (B)(4). Taking the protrusion of the coil outside the sheath into account this coil is a 2 mm x 6.0 cm coil. The coil was returned separated from the detachment fiber due to the severing of the coil's socket ring. The fractures were ductile in nature requiring external force. No material defects were observed to either of the severed ends. The proximal section of the coil has multiple areas of buckling and compression with one section of stretching. The distal section of the coil is undamaged. The microcatheter remains unidentified. The device positioning unit (dpu) passed resistance at 53.9 ohms and the enpower systems go light illuminated making this microcoil system the one that most likely did not have a detachment issue during this procedure. If this was the coil that encountered resistance inside the microcatheter, then the most likely contributing factor to that resistance was due to distal interference inside the microcatheter. This most likely caused the coil to buckle and compress during advancement and protrude outside the sheath. The unintended detachment most likely occurred during retraction with part of the coil outside the sheath causing it to be anchored. During removal, the anchored coil would have caused coil's socket ring to fracture and for the coil to stretch. The source of this interference whether of a fixed or detached nature, cannot be determined. In addition, without the identification or the return of the unknown microcatheter and the rotating hemostatic valve (rhv) used in the procedure, it cannot be determined if these components contributed to the complaint event. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing or inspection process that can be related to the reported complaint. The damages found on the coil and device during analysis could not be confirmed with investigation, and it is unknown when the damages occurred. Based on the limited information, the resistance and damaged coil might be procedural or handling related. However, the DHR found no issues during the manufacturing or inspection process that can be related to the reported complaint. Therefore, no corrective actions will be taking at this time. This is one of two products involved with this adverse event, which is associated with mfg report 2954740-2012-00550 and 2954740-2013-00021.

Event description:
During a coil embolization procedure, the deltaplush cerecyte microcoil 2 mm x 6 cm ((B)(4)) failed to detach after several attempts, so the device was removed from the patient. Afterwards, while advancing the deltapaq cerecyte microcoil 3 mm x 4 cm ((B)(4)) through the microcatheter, resistance was reported, therefore the device was removed. This device was received for analysis, and the coil was damaged. No further information was provided for the events. After removal of the coil that failed to detached, other coils were detached with the same cable and detachment box. The devices will be returned for analysis, and there was no serious adverse event reported with the event.